Event description:
Additional information: the patient reports the last month his pump has been alarming every 10 minutes which sounds like a dual tone alarm. It was indicated that the patient wanted pump removed, however cannot get a hcp to do it. The patient felt fine except for "some pain" and didn't think they put the right medication in last time in (B)(6) as he didn't have any side effects. The home infusion companies would not see him because they only work with external pumps.

Event description:
Additional information received reported that the patient was to have an MRI for ¿orthopedic reasons¿ and was not related to the pump or any problems with the pump. The caller stated the patient noted that the pump was ¿not working anymore¿, but that the physician was still concerned about the safety of the patient having an MRI. The drug in the pump was not specified.

Event description:
It was reported that the last time the patient was having an issue with his pump he experienced withdrawal; he was lying around, dizzy, and with headaches. It was also stated that the patient was told his catheter was not implanted properly. The patient was having problems with his legs. It was also stated that he had a bad heart. The patient had moved recently and was seeking a new physician to refill his pump. It started alarming on (B)(6) 2012 and the patient was in pain. The last refill occurred on (B)(6) 2012. The pump contained morphine and fentanyl and at one time baclofen. The patient had a bad reaction to the baclofen, it caused him to threaten his wife with a golf club, and he was hospitalized while on that drug (details not provided). Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of concomitant medical products: 2005-(B)(6) explanted. (B)(4). Problems with legs. (B)(4).

Event description:
It was believed the pump was empty since (B)(6) 2012.